Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
When I was able to grab the actual tampon out..only half of it was there-vagina [foreign body in reproductive tract]. String broke upon taking it out, only half of the tampon was there [complication of device removal]. String broke, tampon missing other half [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke during removal and only half the tampon was there. No serious injury reported.